Manufacturer narrative:
Other - damaged device.

Event description:
The customer alleged that the coating on the flexible cystoscope peeled off after lending it to another hospital. The hospital wiped the scopes down with klenzyme between cases and then processed the scopes in their sterrad unit. The device was not used on patients.